Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Related complaint (parent complaint): 0001825034-2015-03451. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is suspected to be due to the patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Literature: lewold, s. (1995). "Oxford meniscal bearing knee versus themarmor knee in unicompartmental arthroplasty for arthrosis." The journal of arthroplasty, vol. 10, no. 6. P. 722-731.

Event description:
Information was received based on review of a journal article entitled, "oxford meniscal bearing knee versus the marmor knee in unicompartmental arthroplasty for arthrosis. A swedish multicenter survival study." In this study, all 699 oxford meniscal bearing cemented unicompartmental prostheses (biomet, bridgend, UK) were identified and analyzed regarding failure pattern and compared with all marmor prostheses (smith & nephew richards, orthez, france) and with a time, age, and sex matched subset of marmor prostheses using survival statistics expressed as cumulative revision rates. It was reported that the patient had an initial oxford knee procedure on an unknown date in 1991 on an unknown side. Subsequently, the patient was revised due to contralateral arthrosis on an unknown date five months after initial to a total knee.